Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to a change in electrode function and facial nerve stimulation. The patient could not be measured due to multiple handicaps and no form of communication. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device during the same surgery.